Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during use. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control evaluated the downloaded electronic patient records and verified the reported issue. It was observed that the battery was reported to be 10 years old. The cause of the reported issue was likely to be due to the batteries.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during use. There were no adverse effects to the patient as a result of the reported event.